Event description:
The customer initially reported that he thought a pt passed away. On (B)(6) 2011, the customer was contacted at which point he indicated that a death may have occurred but he could not confirm.

Manufacturer narrative:
(B)(4). The customer initially reported that he thought a pt passed away and that he wanted assistance in retrieving pt data. On (B)(6) 2011, the customer was contacted at which point he indicated that a death may have occurred but he could not confirm. Based on the info provided, we will cautiously consider that this may have been a death. The customer alleged that they thought they discharged and saved the data but it was no longer there for review. If this issue occurred again, it would not be likely that harm would occur as the issue related to retrospective data and does not impact real-time monitoring or alarming. Philips is in the process of obtaining add'l info regarding the incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.